Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had surgery for aneurysm repair of the groin. During an in clinic check up, evaluation showed that a lead integrity alert was triggered. There were stored electro grams clearly showing electromagnetic interference at the time of the surgery, presumably from cautery. The device clinic was not notified about turning off ventricular fibrillation or about applying a magnet for the surgery. The device remains in use. No patient complications have been reported as a result of this event.